Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg pocket site. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein the patient's ipg pocket site was relocated to patient's right buttocks and the ipg was explanted and replaced at physician's discretion to address the issue.

Manufacturer narrative:
Date of event is estimated.